Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital symptomatic (non specific) with an intrinsic heart rate of 40 bpm. Upon interrogation no output and no telemetry was noted. The device was explanted and replaced.